Manufacturer narrative:
During the review of the customer-supplied two (2) data files, thermo fisher scientific identified four (4) false positive results. These 2 files contained the results for 174 samples. The false positives were attributed to linear signal change that was interpreted as real amplification. The most probable root cause is evaporation in the four sample wells due to inadequate sealing of the qpcr plate, thereby leading to the false positive calls. Customer was advised to ensure proper sealing per page 37 of the IFU (man0019181, rev. J) to help avoid recurrence of the issue.

Event description:
On may 27, 2021, the customer reported four false positive results while running the taqpath¿ covid19 combo kit, which were not reproducible at a third party laboratory. The customer was using a 7500 fast series pcr instrument platform. The customer did not report any serious injuries or death. Thermo fisher was able to confirm that three of the four false positive results were reported to the physician and/or patient and corrected results had to be issued.